Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown omniflex stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No further information will be made available from the hospital due to their strict confidentiality policy. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that upon x- ray, stem migrated. Revision done on right hip.